Event description:
It was reported that the t:slim x2 pump battery would not charge, but eventually began charging using the original charging supplies. There was no adverse impact to the customer¿s blood glucose level. No further assistance was required.